Event description:
Consumer complaint of blood results reading "hi". The customer confirmed the vial of test strips have been opened on (B)(6) 2015. The customer stores her meter and test strips inside the carrying case in her kitchen. Verified the strips are within the expiration date. Performed the back to back blood test, 427mg/dl and 491 mg/dl (the customer had eaten breakfast 30 minutes ago). The customer states that her expected blood glucose range for fasting is 130-150mg/dl and before bedtime 300-550mg/dl. Reviewed the last 5 blood results in the meter memory (the time and date/time are not setup correctly): customer states that she feels well and does not need any medical intervention. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had a high glucose value.